Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she was hospitalized due to diabetic ketoacidosis but the incident was not insulin pump related. The customer's blood glucose level was unknown. The customer was unable to provide further information. Nothing was replaced or returned for analysis.